Event description:
Customer reports "a nurse reported multiple events with pca extension sets leaking in injection port area. Nurse turned in 2 sets, however, they reported that there have been several other incidents reported by nurses experiencing the same problem. MFR was not contacted. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." No reported pt injury or medical intervention. No add'l info available.

Manufacturer narrative:
Baxter has made two attempts to contact the initial reporter to inquire on the availability of the device. Initial reporter will be out of the office until the week of 4/10/06. A request for the return of the sample has been made, should the reported device be returned and evaluated a follow up report will be submitted. Similar incidents have been reported for this product code in the last 24 months. Baxter is reviewing trending data to determine if further action will be taken.